Event description:
Taxus express post market surveillance study. It was reported that 178 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the pt returned with in stent restenosis requiring subsequent reintervention. The index procedure treated the de novo, 90% stenosed 3.0x20mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unk 3.0x20mm balloon inflated to 14 atmosphere's (atm's) and the placement of a 3.0x20mm taxus express2 drug eluting stent deployed at 18 atm's. A kissing balloon technique was performed with an unk 3.0x20mm balloon inflated to 6 atm's and an unk 2.0x20mm balloon inflated to 8 atm's. Ivus was performed confirming the stent was placed properly resulting in 0% residual stenosis. The pt was discharged 3 days later on bayaspirin and panaldine. At 178 days post the index procedure, the pt returned for a 6 month follow-up visit and in stent restenosis was confirmed. On day 183, the physician commented that the pt "had no complaints at that time". However, the following day, the physician commented that the pt "complained of shortness of breath when he climbed up and down stairs". On day 184 an angiogram was performed revealing a 75% stenosis in the mid lad and a 90% stenosis in the right posterior descending artery. A ballooning pci was performed on the same day for the 2.5x18mm lesion located in the right posterior descending artery resulting in 0% residual stenosis. On day 282, the pt underwent another pci treatment implanting an unk taxus express2 in the 3.5x6mm target lesion located in the mid lad resulting in 0% residual stenosis. The pt condition was listed as recovered."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication."